Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported (via FDA mw5085525) that a patient of unknown age with no prior medical history who underwent breast prostheses implantation with two mentor saline implants for unknown indication on (B)(6) 2003, experienced erv in 2007, and diagnosis with hashimotos thyroiditis, and chronic migraines with vertigo beginning 2012. The patient also reported the following symptoms beginning 2017: gut issue, candida overgrowth, hair loss, heart palpitations, difficulty breathing, painful stabbing sensations in both breasts, sun/light/sound sensitivity, swollen lymph nodes, poor wound healing, skin problems, extremely low testosterone and vitamin d, joint pain, and brain fog. The patient reports loss of work in 2017 as well. No date of explantation or revision was reported. No product issue, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This medwatch form is for the right breast prosthesis.